Event description:
It was reported that automatic ventilation failed. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Manufacturer narrative:
Based on the logfile analysis, the case in question could be reconstructed and no indications for a device malfunction but for a use-error as root cause were found. It was found that the device forced a shut-down of automatic ventilation due to a blocked ventilator piston. The log analysis revealed that approx. 9 minutes after starting the case in pressure mode, a fresh gas deficit was present. In the following, negative pressure peaks were detected which led to a blockade of the ventilator piston, finally. The device responded as designed and shut down automatic ventilation while posting a corresponding vent fail alarm to alert the user. In such a case, the user can continue the case with manual ventilation. Gas delivery (inc. Agent) as well as monitoring functions remain available. Finally, no indications for the potential presence of technical issues were found. Based on experience, it could be concluded that the safety shutdown of ventilation was caused by the detected pressure situation in combination with a fresh gas deficit generated by a bronchial suction system while the patient remained connected to the breathing system. The IFU of the primus ie includes a warning to disconnect the patient from the ventilator prior to use of a suction unit. Dräger finally concludes that there is no issue with the device which would require repair or correction - the device posted appropriate alarms to draw the attention of the user to the increasing disturbances of ventilation and responded as designed upon the detected situation. If known before, the case would not have been assessed reportable.

Event description:
It was reported that automatic ventilation failed. There was no patient injury reported.